Manufacturer narrative:
Based on the investigation findings the complaint is confirmed. The root cause is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. This device involved in this event has been returned for evaluation, however the evaluation is pending completion. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
It was reported from (B)(6) that during an embolization treatment of a vessel, the coil was manipulated for a more desirable position resulting in stretching. The coil prematurely detached from the delivery pusher and was removed successfully using an endovascular snare. The outcome was reported to be good. No harm or injury was incurred.